Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (malfunction alarm 16).

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.